Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd spinal anesthesia tray contained less medication than expected three times. The following information was provided by the client: "bd spinal anesthesia tray- should contain 15mg but he suspects it is closer to 5-6mg. We have a physician questioning the quantity of bupivacaine in the vials included in the kit. He stated each vial should contain 15mg but he suspects it is closer to 5-6mg. He referenced 3 straight cases where this lot number was problematic. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-mar-2022. H6: investigation summary: one photo and three ampules samples were provided to our quality team for investigation. Through visual inspection, the ampule liquids were clear and colorless observed therefore, the reported failure mode was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd spinal anesthesia tray contained less medication than expected three times. The following information was provided by the client: "bd spinal anesthesia tray- should contain 15mg but he suspects it is closer to 5-6mg. We have a physician questioning the quantity of bupivacaine in the vials included in the kit. He stated each vial should contain 15mg but he suspects it is closer to 5-6mg. He referenced 3 straight cases where this lot number was problematic. "